Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted over night, the pump shutdown. Customer's blood glucose was 82 mg/dl. Customer reported battery was being charged and the charger was inadvertently pulled from the wall outlet. Power source alert occurred and pump shutdown. Customer acknowledged the power source alert may have contributed to the rapid battery depletion; however, after multiple attempts were made by tandem technical support, customer did not reply to confirm battery was depleting as expected.